Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was causing the patient to experience phrenic nerve/diaphragmatic stimulation. Troubleshooting was performed to no avail and the lead was programmed off, explanted, and replaced. No patient complications have been reported as a result of this event.